Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that the appliance on day 1 chipped the top tooth, cutting the roof of the mouth from the upper tray. The bottom part is a tighter fit and is slipping off as well. Around the 8th day, they went to band 2, then went to band size 3 after a week. Around the 18th day, they saw the dentist, and they recommended discontinuing use and noted the cut on the roof of the mouth. The device was delivered to the patient and was first used on (B)(6) 2026. The incident occurred on (B)(6) 2026. The patient reported the issue and stopped using the device on (B)(6) 2026.